Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the bracket on the lower drawers were broken and the ball bearings had fallen out. The user stated that they were still able to close the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bracket was broken, and the ball bearing had fallen out. A field service engineer (fse) identified that the half height cubie drawer 6.1 had damaged slides and replaced the drawer assembly. The fse observed that the drawer was not being recognized as closed and proceeded to replace the half height drawer controller by swapping it with a known working unit. The fse also added the missing component and confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.